Event description:
It was reported that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory, the device failed the labeled longevity calculation and was forwarded to detailed analysis. Chronic high atrial rates reduce longevity in devices that are programmed and atrial sensing on. The device power consumption increases, proportional to the additional processing for sensed atrial events. The longevity calculator does not account for this increased power.